Event description:
Initiated angiocatheter into right forearm. Malfunctioned and pulled from hub and split rubber catheter. Able to remove intact from pt. Nurse did not save because needle would not properly retract.

Event description:
Add'l info rec'd from MFR 8/12/04: this defect is considered a functional b defect allowing no more than 1350 dppm. Lot history review: no. Reason: a review of the mrr database was conducted. Mrr database review: yes. Reason: a search of the mrr database revealed no reject activity associated with this complaint. No samples were submitted for evaluation. Without a sample to observe or test MFR is unable to make any conclusion. Probable cause of incident: indeterminate. No corrective action possible at this time since probable cause is unk.